Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they started therapy at 18:47 with targeted temperature (tt) 35c. The arctic sun device had overshot and cooled patient temperature (pt) to 33c. Nurse has stopped device and was in process of swapping out for alternate device. Had check water temperature (wt) on graph and it shows water temperature (wt) in 20s when it was running. Nurse denied any alerts or alarms. Encouraged to send device to biomed for evaluation. Called back 35 minutes later to check status of patient and new device. Patient temperature (pt) increased to 35.3c, water temperature (wt) was 36.4c.

Event description:
It was reported that they started therapy at 18:47 with targeted temperature (tt) 35c. The arctic sun device had overshot and cooled patient temperature (pt) to 33c. Nurse has stopped device and was in process of swapping out for alternate device. Had check water temperature (wt) on graph and it shows water temperature (wt) in 20s when it was running. Nurse denied any alerts or alarms. Encouraged to send device to biomed for evaluation. Called back 35 minutes later to check status of patient and new device. Patient temperature (pt) increased to 35.3c, water temperature (wt) was 36.4c. Per follow up information received via task on 28jan2025, at the time there was no artic sun device on the unit and no further information was provided.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. They started therapy at 18:47 with targeted temperature (tt) 35c. The arctic sun device had overshot and cooled patient temperature (pt) to 33c. Nurse has stopped device and was in process of swapping out for alternate device. Had check water temperature (wt) on graph and it shows water temperature (wt) in 20s when it was running. Nurse denied any alerts or alarms. Encouraged to send device to biomed for evaluation. Called back 35 minutes later to check status of patient and new device. Patient temperature (pt) increased to 35.3c, water temperature (wt) was 36.4c. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.